Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the adc device. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a third-party (wife) who provided baqsimi (glucagon) spray as treatment. There was no report of death or permanent injury associated with this event.